Event description:
It was reported the customer alleged the pump software did not suspend insulin delivery. Customer's blood glucose (bg) was 45 mg/dl. Customer consumed orange juice to address bg level. Although requested, contact declined to upload the pump for tandem technical support to investigate further. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.